Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address- postal code:(B)(6). D 2a - common device name: dqy, catheter, percutaneous; lit catheter, angioplasty, peripheral, transluminal. D 2b - procode: dqy; lit. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angioplasty of the left tibial artery, sticky "white granular/powder" was found on the balloon of a advance micro ¿ 14 ultra low-profile pta balloon catheter. The device was not used and did not make patient contact. The patient did not require any additional procedures due to the occurrence. There have been no adverse effects reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during an angioplasty of the left tibial artery, sticky "white granular/powder" was found on the balloon of a advance micro ¿ 14 ultra low-profile pta balloon catheter. The device was not used and did not make patient contact. The patient did not require any additional procedures due to the occurrence. There have been no adverse effects reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control (qc) procedures were conducted during the investigation. A visual inspection was conducted as well. The complainant device was returned to cook for investigation. The clear balloon material was found to have white specs throughout its entirety. There was a bend noted where the catheter was still inserted into the spiral holder, but this was presumed to be from return shipment. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Cook investigated all lots inspected by the same personnel within the same time as the complaint lot and found relevant non-conformances on other devices which were scrapped prior to distribution. A database search for all final lots from the same timeframe revealed no additional related complaints have been reported from the field. Cook also checked for all foreign matter complaints for pta3 devices in the last three years and found that there have been no additional complaints reported. With all this information, cook has concluded that this is an isolated incident. The product IFU states, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, returned device, and IFU suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing and quality control deficiency. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.